Manufacturer narrative:
The reported complaint that the thermogard xp ivtm system (sn: (B)(6) displayed a mid: 09 (air trap assembly) error message upon powering up was confirmed in the system event log and during functional testing. The root cause of the mid: 09 error was the defective air trap sensor block, likely attributed to the device's aging. The device's life expectancy is 5 years. The thermogard console was manufactured in december 2011 and is almost 14 years old. The system event log data revealed a couple of mid: 09 (air trap assembly) error messages around the customer's reported event date, confirming the reported complaint. During functional testing, the thermogard system failed to recognize the filled air trap simulator, confirming the reported complaint. The air trap sensors displayed only one green led, indicating they were defective. The root cause of the system not detecting the air trap and the occurrences of the mid: 09 error was the defective air trap sensor block assembly, which was replaced to remedy the fault. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaints were reported for the thermogard console with serial number: (B)(6).

Event description:
During device setup, the thermogard xp ivtm system (sn: (B)(6) displayed a mid: 09 (air trap assembly) error message upon powering up. Another thermogard console was used to initiate and complete an ivtm therapy. No patient involvement.